Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, it was noticed that while the stent delivery system was being prepped a foreign object appeared to fall off the delivery system. The balloon appeared intact. No pt injury was reported. No other info was provided. This event is being reported due to results of investigative analysis.